Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands.

Event description:
Unomedical reference number (B)(4). Event occurred in belgium. On (B)(6) 2024, it was reported that patient faced an infusion set tape was not sticking event. The blood glucose level was 400 mg/dl at the time of event and managed by bolus.the infusion set was in use for one day. The patient replaced infusion set and resumed insulin successfully. No further information available.